Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
It was reported to philips that after the device was removed from use on a patient, the blower was making a loud noise. The device was not in use at the time of the event. The device had already been removed from use on a patient. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed advised there were no significant errors in the logs. The rse provided the part information for the customer to order and replace the blower assembly. The customer returned a call to the rse and advised that replacement of the blower assembly resolved the issue.